Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument's prongs were bent and was unable to hold clips properly. It was noted that the clips dropped while in use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The complaint was confirmed by failure analysis. .